Event description:
Damaged haptic after implantation. The doctor explanted the iol since he noticed haptic separation during iol insertion. Patient impact: intra-operative explantation.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was consistent with the reported information. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: 255). Dye test and release test results showed the tip was properly coated. Proper coating allows the lens to advance. Based on the available information and our investigation, we believe this event was not caused by our product quality. CAPA-22-0009 has been initiated for "damaged haptic" complaints.